Event description:
Device returned for repair with a report that the attachment's foot was bent and damaged by tool contact. No patient impact reported. Repair request escalated to complaint due to the footed portion being damaged by tool contact. On follow-up, it was noted that this was identified during set-up and it was confirmed that there was no patient impact.

Manufacturer narrative:
Report confirmed. Evaluation determined that the footed portion was damaged by tool contact. It was also noted that the internal tube bearing had failed, there were signs of internal corrosion, the color band was faded, the etching was illegible and the leg was bent. On follow-up, it was confirmed that there was no patient impact. Event date estimated. The user manual contains the following warning "the attachment should not be used if any part of the attachment appears to be bent, loose, missing, or damaged. Excessive pressure or improper handling, such as bending or prying, of the attachment or dissecting tool may cause injury to the patient, operator and/or operating room staff." Our recommendation for factory service is based on the facility's usage; however, it should not exceed 24 months. This device has been in use for 47 months without any record of factory service.